Manufacturer narrative:
Investigation: the disposable set was unavailable for return. The customer stated that they were able to continue the procedure on same machine; the machine was not taken out of service. The customer stated that an eto allergy is what caused the reaction. A saline rinse was done the 2nd day of collection. According to therapeutic apheresis: a physician's handbook 2nd edition, the rate of adverse events during therapeutic apheresis is 4%-5%. Allergic reactions can include hives, wheezing, dyspnea, and burning eyes. The device history record (DHR) was reviewed for this lot. There were no issues noted during the manufacture of this lot that would have contributed to allergic reaction experienced. All quality labs and sterilization requirements passed. Root cause: based on customer description of the event and customer statements, the root cause for the patient reaction was an eto allergy.

Event description:
The customer reported a suspected ethylene oxide (eto) reaction during a mononuclear cell collection procedure. The patient started coughing and had difficulty stopping his cough during the procedure. Rapid response was called and 2l of oxygen was administered through a mask. The patient is now stable. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.